Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the individual experienced elevated glucose levels around 140 for several hours. After several unsuccessful correction attempts, they removed their cleo infusion set and found the cannula to be kinked. The site had been worn for approximately one day. A similar issue occurred on (B)(6), where glucose levels would not decrease despite having no active carbohydrates. Upon removing the infusion set, the cannula was again found to be kinked. Both problematic infusion sets were from the same box and lot number. Both sites were placed on the lower back. After switching to a different infusion site location, the issue stopped occurring. Due to these repeated issues, the individual is requesting replacement infusion sets, as they have had to change sites more frequently over time and are now approximately one box short. There was no patient injury. The patient is a non-hispanic/latino, white female born on (B)(6) 1996, weighing 130 lbs. The date of event was on (B)(6) 2026.